Event description:
Adverse event: in-stent restenosis. Onset of adverse event: approx 14 months post procedure. Device issue: none. It was reported vial trial that approx 14 months post a proximal right coronary artery (rca) stenting procedure with two xience v stents, the pt was hospitalized for severe aortic stenosis (as). During the cardiac catheterization, 90% in-stent restenosis was noted at the proximal edge of the most proximal stent. On (B)(6) 2009, coronary artery bypass graft surgery was performed. On (B)(6) 2009, the pt developed atrial fibrillation and was treated with amiodarone, coumadin and lovenox. On (B)(6) 2009, everything resolved and the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported stenosis and atrial fibrillation (arrhythmias, atrial and ventricular) are listed in the instructions for use (IFU) as a known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling.